Manufacturer narrative:
(B)(4). There was no sample returned for investigation therefore complaint could not be confirmed as reported. Since there is no sample returned, previous similar complaint for this product code was reviewed. Visual inspection was conducted on actual similar sample showed the end tube was cut. The insertion depth of the actual sample was reviewed and measured and it can be seen that the connector insertion depth of the actual sample is 8mm, which meet the criteria of the connector need to be partially inserted to the tube. The connector assembly features of endotracheal tube was designed in such a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. There is precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use. There was no sample returned for investigation therefore, complaint could not be confirmed as reported.

Event description:
Reported event: end connector loose from ett tube; does not remain snug. No injury reported. (Associated complaint 8040412-2023-00020)

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: end connector loose from ett tube; does not remain snug. No injury reported. (Associated complaint 8040412-2023-00020.